Event description:
According to the information there was a tubing tear and leakage. According to the available information this inflatable penile prosthesis was replaced 2006 due to a tubing tear and leakage.